Manufacturer narrative:
Customer contact reports there is no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia flow sensor was replaced to resolve the issue.

Event description:
The hospital reported the mylar flap of the flow sensor was stuck to the top of the flow sensor housing causing a loss of mechanical ventilation. The patient was switched to manual ventilation, unit replaced, case resumed. There is no report of patient injury.